Event description:
It was reported that the patient experienced hypoglycemia followed by hyperglycemia while using the ilet after a late meal announcement, with review of device reports indicating a transient low glucose to 68 mg/dl and a subsequent rise to 241 mg/dl before the system delivered correction. Symptoms included no reported clinical manifestations associated with the low or the high. Outcomes included self-treatment of the low with oral glucose and recovery without medical intervention or hospitalization. Investigation included review of uploaded device data and user-reported history, along with troubleshooting and education provided regarding appropriate meal announcement timing. Investigation of this case revealed that the late meal announcement likely contributed to the observed glucose variability. It was concluded that the event involved hypoglycemia and hyperglycemia with cause not fully determined, and user education on correct meal announcement was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.